Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. All electrical values were stable and within range. The lead was capped and replaced successfully. The patient was doing well post procedure.